Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of filler migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of migration of device or device component: postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Patient reported being injected with unspecified juvéderm® voluma® in the chin (c1, c2). Patient noted having immediately felt "sharp pain" which "seemed to be okay for the rest of the session." Patient noted that they had "ended up with a swollen bottom lip" that was bilateral. Patient thinks "something may have been pranged" and noted to be "slowly recovering" since the injection. Two weeks after the injection, the patient was treated with hylase. About 4 weeks after that, the patient had another injection with juvéderm ultra® xc in the lips since their "old filler" had dissolved when they had been treated with hylase. The "same area that had filled with filler in the right side of lip filled again and further hylase was needed." Patient had consulted a physician who "thought that the [unspecified juvéderm® voluma®] in [the patient's] mental crease had created a channel into [their] low lip and a pocket on the right side. Which wasn't noticed until after the [juvéderm ultra® xc] was injected as it also migrated 2 weeks later into the same right side pocket of the lower lip." The physician had wondered if the volume to the mental crease "was too much and the filler escaped into the lip causing the channel.. Symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2017-01032 (allergan complaint # 1494211). This MDR is being submitted for the second suspect product, juvéderm ultra® xc, also a device manufactured by allergan.